Manufacturer narrative:
The device, mw-319, wang histology needle, was not returned to conmed for evaluation. The disposable device was discarded after the procedure on (B)(6) 2015 for there was no issue at the end of the procedure. The physician, per report, did not notice a missing needle on removal of the device from the patient's lungs. A photographic image of the alleged "coughed-up needle" was made available to conmed corporation. The form and structure of the needle in the photo was compared to the needle on a catalog number mw-319, wang histology needle. Even though the photo is not 100% clear, the structure of a mw-319 needle does not resemble the needle in the photo. Based on the aspect of the needle shape and form it does not resemble any of the family of wang transbronchial aspiration needles manufactured at conmed. It is unknown exactly what type of needle is in the picture provided by the patient's wife. The shape and form of the needle on the photo does however resemble a pleural tapping or thoracentesis needle; these needles are large 17 gauge needles approximately 10cm long. These needles are utilized to puncture the skin and enter into the pleural space to remove fluids as a therapeutic or diagnostic measure. This type of needle cannot be placed through an endoscope, as the mw-319 histology needle is utilized for histology sampling. The pleural tapping or thoracentesis needle; is too large, too long, and its configuration would not allow the needle to be placed through an endoscope and would do extensive damage to an endoscope. Due to the needle image in the provided photograph not resembling a needle for a wang histology needle device family, conmed is unable to confirm the reported incident of "patient coughed-up needle". The manufacturing date, lot size and review of the manufacturing documents were not obtainable as the lot number of the device involved in this complaint has not been provided. A two (2) year review of complaint history shows a total of three (B)(4)complaints received, where the needle of a wang transbronchial needle was allegedly detached. Regarding the two (2) earlier reports, one (1) needle fell into the patient and was recovered during the original procedure with no patient injury. The second complaint indicated the needle broke off of the device; however, the needle did not detach inside of the patient. During this same two (2) year time frame, over (B)(4) units were sold worldwide making the occurrence rate for this reported failure mode (B)(4). To date, there have been no patient long term adverse effects reported regarding any of these reported incidents. The wang transbronchial histology needle is a 19 gauge transbronchial aspiration histology needle for use in the central region of the lung. The device is used to puncture the transbronchial wall and aspirate sufficient tissue and/or cell specimens to stage bronchogenic carcinoma. To reduce the risk of patient injury the IFU (instructions for use), provides the following warnings and precautions: do not angulate the scope tip when the needle tip is in the scope's bending areas. Never force the instrument into the channel. Minimize channel bends when removing the instrument from the scope. Maintain the scope in a forward neutral position during instrument removal to prevent stretching of the instrument catheter. Stretching of the instrument catheter could result in instrument failure. Not returned to conmed.

Manufacturer narrative:
Per communication with the end-user the device is not being returned to conmed corporation. Conmed is still attempting to gather further information regarding this reported event. On completion of conmed's quality engineering investigation of this reported event a supplemental report will be filed.

Event description:
During a bronchoscopy patient was to have a biopsy utilizing a mw-319, wang histology needle. A medwatch was received from the FDA , report number mw5058263, regarding this procedure and reads, "patient was having a biopsy via bronchoscopy. The procedure went as expected. When the patient was at home he coughed up what looked like the end of a needle. The patient's wife works in the doctor's office that performed the procedure and is familiar with the procedure. She immediately called the doctor to tell him what occurred. Patient has not suffered any known harm at this point." Per communication with the end-user this device is not available for return. To date, the physician's office reports that they have not received any information that a short or long term adverse effect has occurred.